Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2, a4, a5, b5, b6, b7, e1, e2, e3, h2, h6 medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. The patient has recurrent dislocations as reported, attempted closed reductions. The hematoma was identified. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip arthroplasty. Subsequently, the patient was revised approximately 1.5 months later due to recurrent dislocations. During the revision, an underlying hematoma was debrided. The liner, head, and locking ring were replaced without complication. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#103202 taperloc por fmrl 7.5x135 lot#521400. Cat#14-103652 univ 2-hole shl 52mm lnr sz 23 lot#961440. Cat#103533 ti low profile screw 6.5x30mm lot#374270. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01607.

Event description:
It was reported that the patient underwent a left hip arthroplasty approximately 6.5 years ago. Subsequently, patient was revised due to dislocation approximately 1.5 months later. The liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.